Event description:
It was reported this balloon ruptured during an arteriovenous fistula graft dilatation procedure of a venous lesion. During withdrawal of the balloon catheter through the introducer sheath, resistance was encountered. Multiple sheath exchanges were made to facilitate balloon catheter withdrawal. However, this was unsuccessful. Continual exertion against resistance resulted in detachment of the balloon material within the venous lesion. A guidewire was advanced through the balloon material. The balloon material was withdrawn to the access site. A snare was then utilized for retrieval of the detached balloon material. Another balloon catheter was used to successfully complete the procedure without further incident. The pt was hospitalized due to the length of the procedure and was discharged to home the following day. The pt's current condition is good. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the catheter shaft was broken proximal to the distal balloon bond. The shaft was elongated 8.8cm at the break point. The balloon material was also detached from the proximal bond, however, was still attached to the distal balloon bond. All of the balloon material was present. Adhesive was noted on the shaft at the proximal bond. The balloon material was very wrinkled. There were no signs of a tear or rupture of the balloon material. Balloon rupture or balloon leakage is an anticipated event of the percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with exertion against resistance, an elongated catheter shaft. It was also indicated resistance was encountered during balloon catheter withdrawal. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."